Event description:
The customer called to report problems with the sensors giving sensor error alarms. Troubleshooting was performed, and the test plug procedure passed. The customer also stated she has low blood glucose unawareness, and that her mother had to call the paramedics due to low blood glucose levels. The customer was treated with glucagon, but was not hospitalized. Nothing further was reported.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test per specification. Sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see also MFR. Report number 3004209178-2013-95533.